Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as a laser or high-frequency device) was used without maintaining a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: instruction manual evis lucera elite upper gastrointestinal general-purpose video endoscope olympus gif-xp290 chapter 3 preparation and inspection 3.3 endoscope inspection of the entire endoscope. Chapter 4: usage 4.3: use of treatment devices: radiofrequency ablation, laser ablation. 3.8: inspection of functions in combination with related devices. For safe use: handling and general precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the distal end cover. There was no patient involvement.